Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial port of the external pulse generator (epg) was not working correctly. The caller was advised to return the epg to service, however the status is unknown at this time. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis could not confirm the reported event that the atrial output worked only intermittently. It was noted that the upper case was broken, the lower case was broken and scratched, the hanger assembly was broken, the display wires were pinched but the wire insulation was not compromised and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.